Manufacturer narrative:
Sections with additional information as of 17-sep-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage manufacturer contacted customer in a follow-up call on (B)(4) 2020 to ensure that the customer's condition improved - able to establish contact with customer and stated she went to the hospital. Customer had symptoms of nausea, headache, cough, stopped digesting food, dehydrated, and was tested for covid-19. Customer was hospitalized on (B)(6). Customer does not recall exact dates. At the hospital, her blood glucose readings began to drop into the 50's-60's mg/dl. Customer does not recall all treatments but in relation to low blood glucose customer was treated via IV and does not remember what she was administered. Customer was prescribed carafate for her stomach when she was discharged. Manufacturer contacted customer in a follow-up call on (B)(4) 2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high and low blood glucose test results. The customer is concerned with test results obtained of 87 and 113 mg/dl pm non-fasting and 180 and 173 mg/dl pm fasting. Customer was also concerned with the result of 104 mg/dl pm fasting as she had felt symptoms of low blood glucose at the time. The customer¿s expected blood glucose test result range is: 90-100 mg/dl am fasting; 100-110 mg/dl pm fasting; 160 mg/dl non fasting. Customer stated when she had obtained the result of 104 mg/dl, she had felt her glucose was low as she saw disturbances in her vision and felt jittery. Customer ate two spoonfuls of sugar, tested again and obtained a result of 113 mg/dl non-fasting. Customer stated she ate two more oatmeal cookies, tested again and obtained 87 mg/dl non-fasting. Customer stated she has been managing her diabetes with how she feels. Customer states she is not taking as much insulin for the time being. Customer was feeling fine at time of call but was going to contact her doctor due to the results obtained and because she was administering insulin based on how she felt. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification in the kitchen. Customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: (B)(6).